Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection showed the right plunger case was cracked. System advisory maintenance recommended found in the event history log (ehl). During functional testing system advisory maintenance recommended was found at power up. When the advisory alarm was on the customer did not disable the alarm by pressing the silent alarm to be able to use all the buttons on the keypad. The root cause was no fault found as a maintenance recommend alarm is an expected / normal advisory alarm designed to notify the customer when it's time to perform required pump maintenance. Performed preventative maintenance and all functional testing., corrected data: ,

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited continuous alarm and the frozen screen. No patient injury reported.